Event description:
Subsequent to the initially filed reports, the following information was received: analysis of the returned device revealed that the device does not appear to have been used in the patient anatomy. The device showed no signs of usage or damage. The account was notified regarding the condition of the device and confirmed that the correct device was returned. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The unspecified issue could not be confirmed as the device appears that it was not used in the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Without the specified failure mode, a conclusive cause for the reported event could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.b5 - describe event or problem: updated g2 - report source updated. H6 - reported device code 4641- unexpected medical intervention was removed and 2645- no patient involvement was added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event was estimated.

Event description:
It was reported that this was a closure using a prostyle device after an unspecified procedure. Reportedly, the push up did not work. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.